Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that angioplasty was performed on (B)(4) 2013. A residual lesion remained in the heavily calcified/tortuous mid segment of the left anterior descending artery (lad). On (B)(4) 2013, during the procedure, two guide wires were inserted for extra support and pre-dilatation was performed twice using a 3.0x20 balloon at 16 atmospheres. An attempt was made to advance a 3.0x12 rx xience prime stent delivery system. The stent system could not cross the previously implanted stent, force was applied to the stent delivery system, and the proximal shaft separated at the y-connector. The stent system was withdrawn and replaced with another unspecified device. There was no adverse patient sequela and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.